Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's mfc-to-cprd connector (adaptor) was removed and returned. The customer's report was duplicated and attributed to a faulty pin on a connector on the mfc-to-cprd connector. The mfc-to-cprd connector was replaced. The faulty mfc-to-cprd connector was scrapped. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not confirmed during device testing. The CPR adapter was replaced onsite by a zoll field representative as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.